Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, arthroscopic energy 90° probe with suction, 13 cm was being used and the ¿tip fell off during surgery, no injury or delays reported.¿ per further assessment it was reported "...the metal tip/face plate fell off in the surgical site, it was retrieved and there were no issues." There was no report of impact or injury to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: the device is not being returned and the photographic evidence provided does not appear to verify the complaint; therefore, the reported event cannot be verified. Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. If the device is returned, at a later date, the investigation may be updated and reanalyzed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 31 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. Do not use the probe for mechanical displacement of tissue, damage to the probe may occur. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, arthroscopic energy 90° probe with suction, 13 cm was being used and the ¿tip fell off during surgery, no injury or delays reported.¿ per further assessment it was reported "...the metal tip/face plate fell off in the surgical site, it was retrieved and there were no issues." There was no report of impact or injury to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, arthroscopic energy 90° probe with suction, 13 cm was being used and the ¿tip fell off during surgery, no injury or delays reported.¿ per further assessment it was reported "...the metal tip/face plate fell off in the surgical site, it was retrieved and there were no issues." There was no report of impact or injury to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. If the device is returned, at a later date, the investigation may be updated and reanalyzed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 31reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. Do not use the probe for mechanical displacement of tissue, damage to the probe may occur. We will continue to monitor per regulatory requirements to help ensure patient safety.